Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the moderately calcified right coronary artery. A 20x4.00mm promus premier¿ drug-eluting stent was advanced and was deployed successfully. However, after post-dilatation, the physician noticed an edge dissection on the distal portion of the stent. A 4x20mm promus premier stent was then implanted distally, overlapping the 1st stent and covering the edge dissection, thus completing the procedure. No further patient complications were reported and the patient's status was stable.